Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 1 of 3. Gts had the home patient (hp) cycle power. The hp stated that she did not want to start over with new supplies. The hp stated that she was tired so she was going to bed and would call the peritoneal dialysis registered nurse (pdrn) in the morning to see if she should do a manual exchange during the day tomorrow. The hp ended therapy for the night. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up, the hp said that she talked to her nurse the next day. The hp said she resumed therapy successfully the next night. No patient injury or medical intervention was reported.